Event description:
A malfunction alarm was reported, identified as malfunction 9. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue arises again.